Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting inhibition in the atrial channel at the time of implant. Both the atrial and ventricular leads (both are models involved in a clinical study) were tested in the atrial channel and the inhibition was still noted. The physician elected to use another model 1230 and a different atrial lead. No futher complications were observed and the system was implanted.